Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the orange insulation section of the instrument broke and an x-ray was taken to confirm that there were no reported pieces left inside the patient.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following description: surgeon requested monopolar curved scissors in use be cleaned. Scrub nurse noticed that the tip of the instrument, the orange insulation, was broken. Cable was intact. Instrument was changed and procedure completed. X-ray taken and negative for retained foreign object. No further clinical information was provided about the event.